Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient received red heart alarms and felt symptomatic. The patient lost consciousness at home with "mouth to mouth" provided at home by sister. The patient went to the hospital and the system controller was exchanged.